Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, surgeon could see an oil like film on the surface of iols. When surgeon touched the iol after implantation with a hook or hydro needle, only the touched area seems to be peeled off. The surgeon commented that this iol finding clearly visible under a microscope but not so much on video. The surgery was performed and completed without product replacement. Additional information has been requested. There are ten medical device reports associated with this report. This is 8 of 10.

Manufacturer narrative:
The product was not returned for analysis. Only photo and video was returned. The reporter stated: it seems that the surgeon has not been able to keep checking the condition or iol, so it is unclear whether the finding is continuing or have disappeared. 9 photos received. The optic appears to have a clouded appearance in the photos under different light settings. Lines can be seen against the clouded appearance, there is also a blue colour in some photos. The video shows iol(intraocular lens) implantation. After the iol is implanted, the iol is manipulated with a surgical tool in what appears to be an attempt to show/view the reported issue. A slight cloudiness/reflection can be seen on the optic under certain light conditions/light reflections. The origin of the reported complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating patient was experiencing poor contrast vision, also reported there might be possible patient harm.